Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. E8 errors were found in the history list. The soft components of the up/down button are lacerated. The damages did not influence the functionality of the insulin pump. The button functionality was tested successfully and comply with the product specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error after he showered with it. He noticed the soft component on the up button was damaged and all of the buttons were unresponsive. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.